Event description:
Customer reported issues with the lost sensor. The sensor would not connect to the insulin pump. Customer's blood glucose was 112 mg/dl. Troubleshooting was performed. During troubleshooting customer stated she had to take out the needle hub using tweezers. Customer was advised the sensor may not be working, dislodged, bent, retracted or damaged. Customer was advised how to properly calibrate the sensor. No further information reported.

Manufacturer narrative:
Three opened and used enlite sensors were inspected and bicarbonate buffer test was performed. 1 of 3 sensors failed for high readings and found needle hub separated from sensor base 2 remaining sensors passed per specifications, with accurate readings. Unable to perform insertion test due to that complaint against to sensor serter. No needle return. Also found all 3sensors with bent cannula.